Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the lcb distal cover glass broken, the u/d lock lever broken, the nozzle gluing missing, the objective gluing missing, the bending rubber leak, the remote control buttons cut, the light guide cable cut, the root brace rubber cut, the segment loosened, and the r/l lock knob hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.